Event description:
Physician reported balloon would not cross lesion and kept sliding backwards. Doctor lost position of the guide and when he attempted to pull the stent back into the guide, it was dislodged. The stent was retrieved with a microvena snare with no patient issues.